Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog # 00598003701, nexgen stemmed tibial component, lot # 60062048. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patinet underwent a two stage revision due to infection.

Manufacturer narrative:
Other device used: catalog # 00598003701, nexgen stemmed tibial component, lot # 60062048; manufactured at zimmer biomet, inc. In (B)(4). No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial and femoral components were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. A product history search identified no other complaint for the part and lot combination of the femoral or tibial component. Review of the legal claim found that evidence of loosening and/or other indication are alleged against and led to painful revision surgeries of the bilateral tka. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the package insert of the femoral component, the patient must be aware and the patient informed of the potential painful adverse effects such as implants loosening and/or failure associated with this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Patient's stickers were received and review of the compatibility matrix identified that all the components are compatible. Supplemental information indicates that the patient underwent a bilateral arthroscopic debridement 18 months after the primary tka. It is confirmed that the products were removed to place an antibiotic cement spacer to treat infection in the left knee. However, the surgical notes provided do not contain any detail about that particular removal procedure. Per the package insert of the femoral component, infection is a known potential adverse effect of the tka procedure. But, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10- 6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.